Manufacturer narrative:
The hospital replaced the apl/btv (adjustable pressure limiting/bag to vent) manifold.

Event description:
The hospital reported the bag port connector was broke, preventing manual ventilation. There was no report of patient involvement.